Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, a 12-minute session in automatic mode launched with the surgeon's agreement. The power that should have increased in watts, remained stuck at 1w, barely managing to increase to 20w. Turned it off and on again as well as reconnected the various connectors. A call from the medtronic sales representative, guided by phone, assisted on the use of the generator in manual mode to "force" the power to increase. There was a misunderstanding of non-clutching in auto mode. There was a longer intervention time: two sessions of 12 minutes instead of one in addition to a first session that didn¿t work. It was also noted that the needle broke into half but nothing fell into patient's cavity as it broke at the end of the procedure. There was no patient injury.